Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During procedure after crossing the septum, the physician positioned the was sheath and pigtail catheter in the left superior pulmonary vein, and a non-mobile thrombus was noted on the distal tip of the was sheath. The physician provided negative suction as they removed the pigtail catheter and the was sheath. The activated clotting time (act) was greater than 400 seconds. The patient had taken eliquis at 9am on the same date of the implant procedure. The patient was neurologically intact post procedure and was discharged. The patient would like to be rescheduled for closure device implant procedure. There were no patient complications.